Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had a crack from the esc button to the reservoir chamber. The reservoir chamber was peeling and lost a piece. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Cracked reservoir tube and cracked case at lcd window corners noted. Cracked lcd window, broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot were also noted.